Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping, and the screen froze. Customer says that for seven minutes the screen was frozen and they could not press the start key, or any other key. There were no alarms. Eventually they powered down the pump and rebooted successfully. They continued pumping with this pump. Follow up indicated that they switched out the pump for another pump. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d3, d8, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during patient use, customer states the cardiosave intra-aortic balloon pump (iabp) stopped pumping, and the screen froze. For seven minutes the screen was frozen and the customer could not press the start key, or any other key. There were no alarms. Eventually the customer powered down the pump and rebooted unit successfully. Currently the pump is pumping. Another pump was available in cath lab and the fse suggested switching pumps if they can. The patient remained stable and there was no report of harm or injury. The iab catheter is unknown. The fse followed up with the charge nurse in the department and the nurse states after customers phone conversation with the fse the customer switched the pump out successfully. The problem pump was ¿played around with¿ this morning by several nursing staff (while not connected to the patient) and the customer felt that it was okay to go back into circulation. That pump was then returned to the cath lab and the customer consider it ready for use. At this point the customer does not plan to service the pump.

Event description:
N/a.